Event description:
A caller reported encountering a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. Although the pump initially appeared to recover, it went dead a few minutes after the reset and did not reboot, even three hours later. Consequently, the pump was replaced.